Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the needle broke off in the skin in her body. Patient's blood glucose level was 154 mg/dl at the time of this event. Reportedly, the surgeon needs to remove the cannula as it remained in her body. Moreover, the patient did not notice any damage to the infusion sets when the package was first opened. The infusion set cannula was removed successfully and she took antibiotics. Further, they replaced the infusion set and successfully resumed insulin. No further information available.